Event description:
A malfunction alarm occurred, identified with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur, and the customer was able to continue using the pump, understanding to contact technical support again if the issue recurred.